Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that after surgery, the patient experienced halos, starbursts, glare, crescents in peripheral vision, cannot drive at night and sees auras around lights. Also patient eyes looks like a cat eye because it glows. Additional information have received it states that the patient had an extensive testing using very bright lights. This was extremely uncomfortable for her eye with the new reflective lens, developed a headache and felt unwell for several days. The results of the tests were all good, no problems with her eyes. Doctor told her that second surgery to replace the new lens would be impossible. It was too risky and not usually ever done. Patient vision was affected negatively every day because of the new lens. It was so much better before the implantation. No reflective issues at all.